Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was having a battery issue. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of a battery failure. Details provided in an update from the email from that the local onsite support indicate he replaced the device's battery and the device was successfully returned to service. It has been concluded that no further action is required at this time.